Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: one call service 088 alarm was observed in the black box on (B)(4) 2016. The ¿ez-prime¿ steps were performed correctly and pump was exercised for 24 hours with no alarms. Moisture was observed in the battery compartment. The pump failed a leak test due to a crack in the battery compartment. Moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.